Event description:
Compalinant alleged that while using the multifunction cable, the device inappropriately discharged without the defibrillation tester or electrodes attached. Also, the device did not give the appropriate "electrodes off" message. Complainant indicated that there was no pt involvement in the reported failure.